Manufacturer narrative:
A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The complaint report indicated that a returned sample was expected and to date a sample has not been received. This product is hand packed into a tray. The root cause for the reported condition is attributed to a miscount when product is removed from the original stack of 10 sponges resulting in a shortage within the stack. A formal corrective and preventative action (CAPA) has been opened to address the issue described in the complaint. This lot was produced prior to the implementation of the changes made by the CAPA. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date: 12/07/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 2015 that a customer had an issue with a gauze sponge. The customer reports a miscount, 9 instead of 10 gauze.